Manufacturer narrative:
The catheter involved in this incident is not available for investigation and evaluation. Without actual product, a complete analysis cannot be conducted. As reported, the catheter was broken off during the removal and the remained portion of the catheter was surgically removed from the pt wthout any complication. We conducted an investigation on previous catheter break incidents in order to show whether there is any change in the trend or not. The catheter break failure rate was calculated since 2002 by diving the number of total catheter breaks over the total number of catheters shipped and it was found that there has not been any change in the trend observed. The risk analysis of a catheter break also showed that the catheter breaks are occurring within the estimated risks limits. I-flow implemented a corrective action (q-451) in 2004 to improve the catheter tensile strength and to increase the catheter wall thickness. In addition, I-flow has prepared several catheter placement guides and technical bulletin have been prepared for diffferent surgical procedures in order to prevent and decrease catheter breaks. Please see the attached technical bulletin for preventing in-situ catheter breakage with the on-q post-op pain relief system. It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso 10993-1 tissue compatibility guidelines for implantation of up to 30 days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period time.

Event description:
It was a foot surgery in 2005 and catheter broke off during the removal 6 days later. Approximately 2 cm remained inside pt. The remained portion of the catheter was removed surgically 4 days later without any complication and the pt is doing well.